Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer declined to have the service representative repair the system. No further information is available.

Event description:
The customer reported that a system error message was displayed and the system could not be used. No patient injury was reported.